Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was poor coupling with recharging. The patient reported that they tried to recharge the ins and it won¿t recharge. It was reported that the ins was completely dead. The patient reported that when recharging, they will have all the coupling bars and as soon as they move a little the bars will clear and won¿t connect again. It was reported that this has happened before when they first got the implant device but got it to work and hasn¿t been a problem since that time. The reported that their back was bothering them. The patient had back surgery on (B)(6) and has been trying to use the stimulator so that they won¿t have to take as much pain medication.

Manufacturer narrative:
Correction to reg. Reported. Review of this MDR and/or additional information received shows that the event was reported by a consumer and not a manufacturer representative. If information is provided in the future, a supplemental report will be issued.